Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure could not be conclusively determined through this evaluation. Evaluation of the submitted confirmed the reported low flow alarms. The submitted log file contained data from (B)(6) 2022 through (B)(6) 2022. Seven low flow alarms were captured on (B)(6) 2022, when the pump flow decreased below the low flow threshold of 2.5 liters per minute (lpm). Prior to and after the low flow hazard alarms, the pump appeared to function as intended at the set speed and no other unusual alarms or events were captured. Multiple attempts were made to obtain additional information from the customer regarding the reported rv dysfunction; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the hmii lvas. Section 6 of the IFU states that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This document also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 1 of the IFU also addresses all pump parameters and explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23oct2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms on (B)(6) 2022 and (B)(6) 2022 due to right ventricular dysfunction. The alarms resolved after the patient was briefly taken off milrinone. The patient was asymptomatic during these alarms. There were no other unusual events recorded in the log file event history.